Event description:
It was reported that an ilet sustained impact during a fall at school, after which the device¿s display turned white with lines and remained nonfunctional despite charging, consistent with a hardware display failure. Symptoms included no reported adverse clinical effects and stable blood glucose, with a reported reading of 117 mg/dl. Outcomes included continued diabetes management using the existing cgm, a replacement ilet shipment, and arrangements for return of the affected unit. Investigation included remote troubleshooting and confirmation of nonrecovery after power cycling and charging and inspection of the returned device. Investigation of this device revealed a damaged screen consistent with physical impact to the device housing/display assembly leading to loss of display function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.